Manufacturer narrative:
As reported, the internal packaging of a 3dmax mid mesh was found open/unsealed upon opening the outer box. The sample was not returned for evaluation and multiple attempts have been made requesting additional information, with no response to date. Based on the information currently available and without the ability to examine the sample, no definitive conclusions can be drawn. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the internal packaging of a 3dmax mid mesh was found opened upon opening the outer box. The mesh was not implanted and an another product was used for the procedure. There was no patient harm/injury.